Event description:
It was reported that the system faulted with a 23138 error on the pitch axis of the third arm during startup. The site recovered the error and then moved the arm through its range of motion to assess function, at which point the error reoccurred while the arm was being manipulated. The site then planned to inform the surgeon of the recurring issue so a decision could be made whether to proceed using the system with only three functional arms. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. System was tested and verified as ready for use. This unit was returned for failure analysis, and the reported 23138 error was confirmed but not initially replicated. In lighthouse, the reported 23 error was found, pointing to the pitch axis, confirming that the issue occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a pftp and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. Failure analysis (fa) was unable to reproduce the reported error after moving the usm. Fa initially identified the pitch motor module as a potential root cause for the reported event. The unit was then transferred to engineering for further analysis, and the reported 23138 error was replicated. The unit was installed on a golden system where it initially did not trigger any errors. However, upon removing the link 1 cover, the error was triggered. The error was then consistently reproduced by wiggling the pitch stator hall cable where it plugs into the aca. Wiggling the yaw stator hall cable did not trigger any errors. As a result of this investigation, failure analysis concluded that the pitch stator was the root cause of the reported event.